Event description:
It was reported that a cgm error 42 occurred when the caller contacted technical support. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and walked the caller through the process, after which the cgm error code did not appear again, and the sensor session successfully started.